Manufacturer narrative:
The issues were discovered during postprocessing and review of previously acquired data. This initial report from one site could not be reproduced through testings at the site and tests at the factory. Based on the information available at that time, philips medical systems determined that this was not an MDR reportable event. Subsequent to this report, a second report of a similar nature was sent to philips medical systems. MDR 1525965-2007-00005 was filed. Upon review of the complaint files, philips medical systems determined that it was likely that these two reported events are the same, and a decision was reached to also file an MDR on the first reported event.

Event description:
A problem has been discoverd with distance measurements on images from the philips CT scanner. When a series of images is magnified by the radiographers at the CT console (as for a thoracic aorta computed tomography angiography study), the pixel calibration that comes from the CT scanner appears to be incorrect and as a consequence, measurements made from a pacs workstation are inaccurate for these images.